Event description:
On (B)(6) 2010, a (B)(6) male patient had what is described as: "left knee arthroscopy, open medical ligament repair and reconstruction, medical retinacular repair and superficial medial collateral ligament reconstruction utilizing an achilles allograft, anterior cruciate ligament utilizing patellar tendon allograft and posterior cruciate ligament reconstruction utilizing an achilles tendon allograft, reduction persistent dislocated left knee." This surgery along with a previous closed reduction of the left knee dislocation and intra-operative angiogram performed at another hospital are the result of an atv accident. The patient developed symptoms on or about (B)(6) 2010, which included "serious drainage medial incision" and a fever of 102 degrees f. Treatment prescribed on (B)(6) 2010, was irrigation and debridement of the medial incision of the left knee, arthroscopic synovectomy and lavage on that knee as well along with wound irrigation with an antibiotic solution. Cultures of the left knee taken on (B)(6), grew serratia marcescens. The status of the patient, as of (B)(6) 2010, is "home and on antibiotic therapy."